Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial:(B)(6); product type: 0184-catheter; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (2000 mcg/ml at 349 mcg/day) via an implantable pump. It was reported that the healthcare provider (hcp) noted that a visual inspection of the pump showed suspected pump flipping multiple times. The catheter was completely kinked and appeared distended. No patient symptoms were present and no external factors were involved. Manual manipulation of the pump was attempted but a revision was then scheduled for today. Once the pump pocket was opened, the hcp observed the catheter was coiled around like an old telephone cord. It was not flowing and so they made the decision to revise the catheter; they started from the pump pocket moving backwards to the spinal incision. In the spinal incision, they cut the catheter and spontaneous flow was observed. The hcp then replaced the tunneled portion with a new 8784 pump segment and a portion of the spinal segment was replaced. The issue was resolved.